Manufacturer narrative:
It was reported that the patient fell and their capsule ruptured. Surgeon plans to address the issue and also change out the poly inserts. Review of the device history record indicates that the device was manufactured to specification.

Event description:
It was reported that the patient fell and their capsule ruptured. Surgeon plans to address the issue and also change out the poly inserts.